Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was elevated to 600 mg/dl & the correction boluses were administered in an attempt to lower the bg level. The customer indicated they would temporarily revert to insulin injections to manage diabetes. As the customer . Had changed the supplies prior to contacting tandem technical support, troubleshooting to determine the cause of these past occlusions was unable to be performed. Reportedly, the customer had been re-using a cartridge for several days.